Event description:
It has been reported to us that the tip of the catheter broke off during insertion into the femoral artery. The broken portion was retrieved by the physician but was discarded. There was no report of pt injury nor any further intervention needed. The sample has been returned for our analysis.

Manufacturer narrative:
Sample received, but not yet evaluated. Results- evaluation not yet completed. Conclusion-evaluation not yet completed.